Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that the main board had damaged/broken pins on the rtm connector and it was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had stopped working. Patient (pt) said the controller kept saying to check the battery or replace batteries soon and pt would reset controller, but now the controller screen was blank and wouldn't even come back on. Pt said before the controller stopped working all together, the touchscreen wouldn't work. Pt said the issues started probably in the last 2 months and stopped working the day before yesterday. Pt inspected battery compartment and battery pack, but didn't see any damage. Pt plugged controller in to ac power supply without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Pt tried to unlock controller, but screen still wouldn't respond. Pt mentioned their pain was coming back full force because they couldn't charge. The issue was not resolved. A replacement controller was sent out to the patient. Additional information was received from the patient. Pt called back and noted they received the replacement controller, but they continued to see the "replace battery" message randomly with/without recharging the implanted neurostimulator (ins). Patient services specialist (pss) confirmed the pt was using the replacement controller. Pss helped the pt inspect the li battery pack contacts and they noted the li battery pack contacts had a "scrape." Pt added they saw the "no device found" message. Pt noted they had additional procedures, but confirmed the procedures were unrelated due to complications with the spinal cord stimulator (scs). Pt noted they had back nerve pain because their ins was depleted and they couldn't recharge the ins because of the message they continued to see. Pt mentioned if their ins was turned off for 24-48 hours then their pain would come back. A replacement battery pack was sent out. Pt called back and said they received the li battery replacement, charged it and were receiving the no device found message on the controller. Pt tried starting a charging session on the call and mentioned that it spins on looking for device for awhile and they could hear the rtm cord clicking trying to find the ins. Pt saw the no device found screen again and started a passive recharging mode (prm). In prm, pt had middle number ranging from 95 to 96. Pt was able to start recharging their ins with excellent charging quality (controller 100%, ins in the red).